Event description:
Allergan rep reported an alleged "pinhole leak" in the septum of a lap-band access port ii. The pt experienced a lack of restriction. Fluoroscopy was performed, however the leak could not be confirmed from the diagnostic testing. Surgery is not yet scheduled and the device remains implanted. F/u findings: health professional reported "[we] don't know where the leak is. We tried fluoroscopy and it was not successful [in showing the leak] and the device does not hold fluid."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."